Manufacturer narrative:
The events of pain and cyst are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was pain and cyst. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "at the 10 o¿clock position 5 cm from the nipple there is a 5 mm cyst" in regard to the left side silicone device. Patient additionally reported "chronic pain."